Event description:
It was reported that during a carotid stenting treatment procedure, a shaft break occurred. Vascular access was obtained via the femoral artery. The 95% stenosed de novo lesion was located in the mildly calcified left common carotid artery. The physician made multiple attempts to load the 8x21, 5f, 135cm carotid wallstent onto a filterwire ez but was unsuccessful. "The physician tried a little more aggressively" and the shaft broke at the guide wire exit port. The procedure was completed with a 10x24 carotid wallstent. No patient complications were reported and the patient's status is ok.

Event description:
It was reported that during a carotid stenting treatment procedure, a shaft break occurred. Vascular access was obtained via the femoral artery. The 95% stenosed de novo lesion was located in the mildly calcified left common carotid artery. The physician made multiple attempts to load the 8x21, 5f, 135cm carotid wallstent onto a filterwire ez but was unsuccessful. "The physician tried a little more aggressively" and the shaft broke at the guide wire exit port. The procedure was completed with a 10x24 carotid wallstent. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination of the returned device found that the stent was fully mounted. There was a break in the outer sheath at the monorail exit and the shaft was kinked at the same location. No other issues were noted with the profile of the device. During analysis when a 0.014 inch filterwire was inserted through the device it exited at the break in the outer sheath at the monorail exit. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4)